Manufacturer narrative:
Further communication with the facility quality assurance nurse, on 2/20/97, revealed that the device has been released from the lab and is available for evaluation; however the facility must hold the device until 3/3/97, in the event that the pt decides to claim the device. No further info is available at this time.

Event description:
Implanted: 08/22/96. Replaced: 12/19/96. Leak suspected at port-found slit in catheter-cracked where it transversed rib.